Manufacturer narrative:
Based on the information received, the device was prophylactically removed and there is no alleged malfunction of the product. Should the device be returned and the analysis results indicate an anomaly a follow up report will be submitted.

Event description:
It was reported that the left ventricular lead had dislodged and was in the device pocket. The lead was explanted and replaced. Following the advisory for premature battery depletion with implantable cardioverter defibrillator, although there was no allegation of premature battery depletion, the device was explanted prophylactically and replaced. There were no patient symptoms reported due to the event. The patient was stable after the procedure.